Event description:
It was reported that after a supply change the user observed insulin drops and later found a puddle of insulin inside the ilet, with the cartridge reportedly intact and identified by lot 31082, consistent with a cartridge or connection leak. The user experienced hyperglycemia with a blood glucose reading around 400 mg/dl and then removed the cartridge, allowed the device to dry, and initiated backup subcutaneous insulin therapy. Symptoms included hyperglycemia, polydipsia, and urinary frequency. Outcomes included self-management with backup insulin and reduction of blood glucose to the low 200s and then below 200 mg/dl without the need for medical intervention. Investigation included troubleshooting and education conducted by support personnel. Investigation of this case revealed that the leak was observed by the user and resolved after removal and drying, with plans for a full supply change. It was concluded that the reported hyperglycemia was associated with an apparent insulin leakage event from the cartridge area, with user-directed corrective action and no further adverse outcomes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.